Manufacturer narrative:
H6: investigation summary one sealed 31g x 5mm pen needle polybag and three photos were returned from lot. No. 2257040, cat. No. 320129. Visual examination of the returned sample and photos was carried out and it was observed that one 32g x 4mm pen needle from lot. No. 2236152 was mixed in the polybag from lot no. 2257040. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. The most probable root cause was a pen needle that remained in a dirty / damaged tote following production of lot. No. 2236152 and was not removed from circulation. H3 other text : see h10.

Event description:
It was reported that bd micro-fine¿+ pen needles had mixed product in a polybag. The following information was provided by the initial reporter: verbatim: one 32g4mm was mixed in with the 31g5mm package.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿+ pen needles had mixed product in a polybag. The following information was provided by the initial reporter: verbatim: one 32g4mm was mixed in with the 31g5mm package.